Event description:
Study paperwork from a retrospective study was received from the (B)(6). It was reported that their was a study patient with a dramatic increase in seizures and deterioration in their behavior from their seizures. The patient was implanted (B)(6) 2008 and the event started around (B)(6) 2008. Their vns therapy was raised to try to gain further seizure control but their seizures persisted. As a result, their vns therapy was permanently stopped. The event started (B)(6) 2008 and continued through (B)(6) 2009. Their seizures were reported to be severe, and probably related to their vns stimulation. Once their vns was programmed off and a medication added, their seizure rate returned to their baseline seizure frequency. The seizure increase with the vns was above their baseline rate. No device complication was reported to have caused the event.